Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the nurse took out the device from the package and inspected the tip of the device, it was confirmed that the tip was damaged. The procedure was completed with another device. The patient status is alive with no injury.